Event description:
It was reported that an ilet displayed alert code 38 for consecutive stalled motor despite multiple restarts, and a replacement device was arranged while blood glucose readings remained unaffected. Symptoms included no reported hypoglycemia or hyperglycemia and no other clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting by guiding the user to restart the device, instruction to shut down the device to prevent further alerts, confirmation that data can be synced to the mobile app, and plans for device replacement with return of the original unit. Investigation of this case revealed a device malfunction consistent with a motor stall within the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure related to the pump motor function. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.